Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data was received but the investigation window does not reflect the alleged device or the alleged issue. Confirmation of the complaint could not be confirmed. The root cause could not be determined via data.